Manufacturer narrative:
The device was received fully deployed with the slide insert visible in the top housing window. The download data shows that the device completed multiple boluses with no timeouts or drive stalls. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. No damages or defects were found that would cause a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours their blood glucose level had rose to over 275 mg/dl. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod.